Event description:
It was reported, that the right ventricular lead exhibited loss of capture. Fluoroscopy imaging confirmed, the right ventricular lead was not in a good position. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.